Event description:
It was reported the parkinson¿s disease patient experienced ¿decubitus¿ with their extension. The patient notably received differing opinions from different physician regarding the event. Some physicians ¿thought that the decubitus was creating infection¿ while others thought ¿that the decubitus was due to an infection already present¿ at the time of report. A week after the initial report the patient refused to have the system explanted and instead had their physician ¿stitch the wound.¿ the patient was ¿taking antibiotics¿ following the stitching procedure. The patient was reportedly ¿receiving an effective therapy¿ at that time. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_ unknown_ext, serial # unknown, product type extension. (B)(4).